Event description:
Stryker sawblade prongs that hold sawblade into power equipment broke off during surgery. Only one of the prongs was located after it was broken. A second sawblade was opened and utilized to successfully complete the procedure without any harm to patient. Stryker performance series sagittal blade. Ref# 6118-127-100, lot# "23030037".